Event description:
The customer reported 3 false negative results while using the alinity m high risk (hr) hpv assay. The customer reported that sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. Sample ID (sid) (B)(6) was tested on (B)(6) 2024 and the result was "not detected." The sample was retested on (B)(6) 2024 and the result was positive for the other hr hpv b genotype. All preanalytical steps for the samples were prepared by the alinity mp. No aliquoting had been performed manually. The second run for each sample had been tested from the same primary tube. For all three samples, the results were reported out of the laboratory as positive for other hr hpv b. There was no report of impact to patient management. Sample ID: (B)(6) was tested with lot: 407167 and submitted under MDR 3005248192-2025-00007. Sample ID: (B)(6) was tested with lot: 402016 and submitted under MDR 3005248192-2025-00008. Sample ID: (B)(6) was tested with lot: 401548 and submitted under MDR.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number: 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number: 09n15-095, which received FDA approval. As the event occurred with multiple lots, the following mdrs have been submitted for the following lots: 3005248192-2025-00007, lot number: 407167, 3005248192-2025-00008, lot number: 402016, lot number: 401548.

Manufacturer narrative:
This report is no longer needed. This event was previously reported. See MDR 3005248192-2024-00224 for details of this incident.